Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 6947m62 lead, implanted: (B)(6) 2014. A 429888 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. It was further reported that there was ¿ventricular stimulation that was corrected with atrial lead¿. The lead was repositioned and remains in use. The patient was enrolled in the panorama 2 clinical study. No patient complications have been reported as a result of this event.